Event description:
The customer reported that during the procedure, the opaque white guard that covers part of the electrode fell off. The site does not know when this occurred, but it could possibly have been when they were cleaning off the electrode during the procedure. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.